Manufacturer narrative:
Correction: section h3 under why not evaluated should have been "device problem already known, no evaluation necessary (04)" instead of "device evaluation anticipated, but not yet begun (02)" in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the elective replacement indicator message appeared for the ipg. It is unknown if the indicator triggered earlier than intended. Troubleshooting was performed in which the app was updated, clearing the message and resolving the issue.